Manufacturer narrative:
The insulin pump functioned properly during the prime process, excessive no delivery test and displacement test. There was no excessive no delivery alarm and the device was received with scratches on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and cosmetic damage on the insulin pump. Customer's blood glucose level was 421 mg/dl. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during manual prime. Customer was able to resolve the issue with a complete set change. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump fell off the sink and hit a piece of wood very hard. Customer advised they replaced the battery, placed new insulin into the device and were unable to get the device to work. Customer performed the self-test and passed.